Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged revision surgery and injuries, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol modified kugel. On (B)(6) 2018: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the modified kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged revision surgery and injuries, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol modified kugel. (B)(6) 2018: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the modified kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013- patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of modified kugel patch. Per op notes, ¿hernia appeared to be bulged out in the previous incision in right inguinal region. A modified kugel patch was placed into the defect and sutured, the onlay patch was then placed and the tails were tacked to inguinal ligament¿. (B)(6) 2015- patient had hernia recurrence. (B)(6) 2018- patient was diagnosed with post-herniorrhaphy inguinodynia, right groin, pain, recurrent femoral and direct inguinal hernia, meshoma, thereby underwent robotic assisted laparoscopic repair with explant of modified kugel patch. Per op notes, ¿complete distortion of mesh was identified and the mesh (modified kugel patch) was dissected out from the inguinal floor. The femoral and direct hernia were closed with sutures¿. (B)(6) 2019- patient was diagnosed with left inguinal hernia, chronic right groin pain, recurrent right inguinal hernia thereby underwent robotic assisted laparoscopic repair with implant of 3dmax meshes (device 2 and 3). Per op notes, ¿the hernia was identified in right and left inguinal region and was repaired by placing 3dmax meshes (device 2 and 3) on each side and sutured.¿